Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, a definitive root cause of the footswitch not pairing could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was not pairing with the laser unit. Other similar devices paired without issue. Troubleshooting, including changing the batteries, was attempted with the same result. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.